Event description:
It was reported the patient had a magnetic resonance image (MRI) performed. Two days later the patient was seen at the device clinic and the data regarding pacing percentage and the histograms were missing. The device was rechecked several days later and there was still no data. It was suspected that the reed switch may have been magnetized by the MRI and stuck open. The patient is pacemaker dependant. The device was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): the device was returned and analyzed. Analysis found the device met the expected longevity with normal battery depletion.

Event description:
It was reported the patient had a magnetic resonance image (MRI) performed. Two days later the patient was seen at the device clinic and the data regarding pacing percentage and the histograms were missing. The device was rechecked several days later and there was still no data. It was suspected that the reed switch may have been magnetized by the MRI and stuck open. The patient is pacemaker dependent. The device was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): the device was returned and analyzed. Analysis found the device met the expected longevity with normal battery depletion. We did receive performance data collected from the device and have analyzed the data. There was a diagnostics problem where the device was stuck in a session during interrogation after an MRI procedure.